Event description:
A user facility returned the olympus asset, evis exera duodenovideoscope to the olympus service center. Upon inspection and testing of the returned device, dirt was found inside of the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, forceps channel port deformed, grip and light/right angulation control knob scratched, air/water and suction cylinder discolored, scope switch 1 and switch box scratched, light guide cover glass scratched, electrical and scope connector corroded, scope plate corroded due to water leakage, damaged to channel tube, distal end cover chipped , adhesive around objective lens discolored and worn, bending section cover or distal sheath adhesive worn out, scratched connecting tube, universal cord coating peeled, and dirt found inside of the light guide lens. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely humidity entered the light guide lens due to a leak. User can detect the suggested event properly by handling the device in accordance with the following instructions for use: "inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use: "when inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off." "If the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.